Event description:
It was reported the pt had a sparc sling system implanted for stress urinary incontinence. The pt experienced mental and physical pain and suffering, emotional distress, physical deformity, disability, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.